Event description:
A customer contacted beckman coulter inc. (Bci) stating that the modular chemistry (mc) fluid tray was dripping in the synchron lx20 pro clinical analyzer. No injury or operator exposure was reported for this event.

Manufacturer narrative:
Customer technical support (cts) advised the customer to check the ise module for leaks. The customer attached tubing that had come off, but did not resolve the leaking. A field service engineer (fse) was dispatched on (B)(6) 2010 and found the electrolyte injection cup (eic) and flowcell waste cigar tube overflowing. The fse flushed the eic, the corresponding line, and the ise waste valve. The fse also redressed the corresponding line. The fse primed, calibrated and ran qc on the system.